Event description:
It was reported that a minicap was observed to be dried out. This was found prior to use, in association with peritoneal dialysis (pd) therapy. The color of the iodine sponge was observed to be yellow, instead of dark brown. The minicap was not used and there was no adverse event associated with this report. This is report 4 of 13 for this patient.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted. A review of all batch record documents was performed with no issues noted during the manufacturing process. (B)(4).